Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's hyperglycemia or infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide. Model: ust400. 14421-aw rev h / 2016. Checking your blood glucose 7. Page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Omnipod insulin management system user guide. Model: ust400. 14421-aw rev h / 2016. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Customer reported high blood glucose (500 mg/dl) and sought medical attention. Doctor prescribed antibiotic cefalexina, tylenol and ondasetron for vomiting. The pod was worn between 4 and 24 hours.